Manufacturer narrative:
Correction to the initial MDR in block(s): b1, b5, and h6.

Event description:
It was reported that on several occasions the patient experienced a change in their stimulation while charging their deep brain stimulation (dbs) system and a return of their tremors. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy.

Event description:
New: it was reported that on several occasions the patient experienced a change in their stimulation while charging their deep brain stimulation (dbs) system and a return of their tremors. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy. Additional information was received that the firmware update was successful.

Manufacturer narrative:
Correction to supplemental 2 emdr in blocks: e1, e2, and e3. Update to supplemental 2 emdr to block g3: aware date should have been 28jun2024.

Event description:
The database analysis performed identified a bluetooth fault code when charging the spinal cord stimulation (scs) implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.

Event description:
It was reported that on several occasions the patient experienced a change in their stimulation while charging their deep brain stimulation (dbs) system and a return of their tremors. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy. Additional information was received that the firmware update was successful.

Manufacturer narrative:
A field safety notice (fsn; 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
New: it was reported that on several occasions the patient experienced a change in their stimulation while charging their deep brain stimulation (dbs) system and a return of their tremors. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy. Additional information was received that the firmware update was successful. Old by (B)(6): the database analysis performed identified a bluetooth fault code when charging the spinal cord stimulation (scs) implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of a supplemental emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8666) investigation to determine the root cause for why a supplemental emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. An urgent medical device advisory (97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds. The device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. A firmware update was developed that will prevent this device reset behavior from occurring during ipg charging. Correction to supplemental 2 emdr in blocks: e1, e2, and e3. Update to supplemental 2 emdr to block g3: aware date should have been 28jun2024.